Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer treated off a 400 mg/dl sensor glucose reading when they really were in the 100 mg/dl range. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that they had started to exercise and their sensor was reading high. The pump was not finding the sensor and their meter. The customer had a bent sensor cannula and issues with sensor tape adhering. The insulin pump will not be returned for analysis.